Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified arteriovenous stenosis. A 6.0 x 40, 75cm mustang balloon was advanced for dilation. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located at the distal markerband. As the distal section of balloon material had been pulled distal over the tip of the device this type of damage most probably occurred when the user attempted to withdraw the device through the sheath. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination found no issues with the tip of the device. A visual examination found no issues with the markerbands of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified arteriovenous stenosis. A 6.0 x 40, 75cm mustang balloon was advanced for dilation. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.